Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device delivered appropriate therapy due to supraventricular tachycardia (svt) that evolved into ventricular tachycardia (vt). Following delivery of anti-tachycardia pacing (atp) the patient's vt was resolved but svt persisted. Several more cycles of this occurred and due to the device detection settings only relying on heart rate and duration some instances of inappropriate atp and shock were recorded until the device exhausted therapy despite resolution of vt. Boston scientific technical services (ts) noted there may be some ability to reduce instances of inappropriate therapy with device reprogramming but options may be limited. The field representative provided this feedback to the physician who adjusted device settings accordingly. It was also noted that the physician was considering changes to the patient's medications. No adverse patient effects were reported. This device remains in service.